Event description:
The pt reported the adhesive on his insulin infusion set is not properly adhering when he is at work. He stated, the humidity has caused him to go through 5 infusion headsets today and, due to the headsets coming off, he had a blood glucose reading of 500 mg/dl. He said his normal reading is 80-120 mg/dl. He said symptoms were frequent urination and feeling "weak" and he bolused insulin to correct his reading. Courtesy replacement infusion sets and tegaderm were sent to the pt. On follow up, the pt stated he works in a warehouse from 6 a.m. To about 4 p.m. He said, the warehouse is not air conditioned and temperatures in it reach over 98 degrees. The pt stated he has had 3 headsets fall off which has caused him to have a blood glucose reading of over 600 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.